Event description:
It was reported that, while preparing for use pre-operatively, a drill bit got stuck in an adapter. It was reported there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the drill bit got stuck in the adapter. The likely cause of the failure could not be determined. It was also noted that the burr stuck in the attachment and the distal bearing is detached, the color ring is faded, and the tube is misaligned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.